Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection of the returned device showed the tension string components are inside deployment tube. Seal loading orientation is not oriented to tension spring crimps as per IFU. The complaint is confirmed.